Event description:
The lead was returned by a competitor and subsequently tested out of specification during manufacturer's analysis. No information accompanied the returned device; however, manufacturer records indicate the patient had died approximately four months before the lead was received for analysis. Follow-up with the health care professional indicates the cause of death was non-cardiac and not device related.

Manufacturer narrative:
This report is based solely on device return and analysis. We have no information to suggest a causal relationship between device performance and the patient expiration. Evaluation summary: lce063831v inner insulation breached; proximal segment returned.